Manufacturer narrative:
(B)(4). (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Patient selection (calcium noted at access site). The device was discarded at the facility. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. It should be noted that the reported use of starclose se device in a calcified artery is not consistent with the instructions for use (IFU). The IFU under special patient population indicates that the safety and effectiveness of the starclose se device has not been established in patients with femoral artery calcium which is fluoroscopically visible at access site. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported. The reported difficulties experienced during the procedure, appear to be related to the deviation from the IFU. The proglide is being reported under a separate medwatch report number.

Event description:
It was reported that a physician attempted arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) after an interventional procedure. Reportedly, the rcfa was attempted using a starclose se device; all deployment steps were completed uneventfully, however bleeding was still observed. Manual compression was used to achieve hemostasis. At the lcfa a proglide device was deployed uneventfully and the patient was transferred to her room. The lcfa and rcfa, including the access sites, were described as highly calcified. Approximately an hour later, the patient had a cyanotic leg/cold leg, diminished pulses, and was taken to the or. A cut down was performed and it was observed that the suture had grabbed the posterior arterial wall (lcfa). The artery was repaired and surgically closed. The patient did not experience any adverse sequelae. The physician is trained in the use of the proglide and starclose se devices. Though requested, no additional information was provided.